Event description:
Pt may have inadvertently disconnected side port/hemostasis valve from co's sheath. Pt was on anticoagulants with a pro-time of 18 secs earlier that day. Pt was found by ICU staff in severe distress and a large pool of blood at the site of the introducer. A code was called. Pt was given volume in the form of albumin. Initial resuscitation was attempted. Pt was in electro-mechanical dissociation and was unable to be resuscitated. Sheath was placed during surgery on 3/13/96.